Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: per the product evaluation, the customer report of valve sizing issues could not be confirmed through visual observations. The x-ray demonstrated wireform intact and frame expanded. A cut approximately 2 mm long was observed on leaflet 3. Straight and even edges were observed on cut. Mechanical damage marks were also observed on leaflet 2 near commissure 2. Damages appeared serrated and did not penetrate leaflets. Suture holes were visible near all three black stitch markings on the sewing ring; one suture hole near each.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards intuity valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Intervention to repair an aortic injury or subsequent death would be reportable if there is evidence or an allegation the use or misuse of the edwards intuity valve caused or contributed to the event. Such events could be related to improper seating at the time of device implant and/or oversizing of the edwards intuity valve. In this case, it as reported that the annular disruption was due to the surgeon oversizing the valve. Based on the available information, the root cause of the event was due to patient and procedure related factors. The device was returned for evaluation, a supplemental report will be submitted upon completion. The device was not available for return as it was discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an 19mm aortic valve was explanted at implant due to the valve annular disruption and the valve being too large. An aortic root replacement with a 21mm non-edwards valve was performed. Per obtained medical records, the patient had an extremely small outflow tract and anulus. The surgeon could place a 19 mm valve with some difficulty into the anulus, although he felt it would be suitable. He then placed the 3 sutures at the nadir of the commissures. We secured the valve in place without difficulty and deployed it with 4.5 atmospheres of pressure for 10 seconds. The handle was removed. The valve appeared to seat well without difficulty. Because of her small aorta, the surgeon then used a bovine pericardial patch to reconstruct the aorta to remove any tension on the anastomosis. He then performed the proximal anastomoses to the ascending aorta. Just before weaning from bypass, bright-red blood was noticed from below the aorta. It appeared to be coming from the left ventricular outflow tract. We then re-arrested the heart, opened the aorta, took out the bioprosthesis and found that the anulus had disrupted along the left coronary sinus anulus, likely due to the valve being oversized. An aortic root replacement with a 21mm non-edwards valve was performed. The patient was returned to ICU in stable condition. The patient was discharged in stable condition on post-operative day 27.